Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. The device was explanted and re-implanted with another advanced bionics cochlear implant.